Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing prolong charging. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned per physician request..